Event description:
It was reported that they could not get the lead to stay in the battery. There were multiple impedances and they couldn¿t get it to work without impedances. It was noted that the action required as a result of the event was that the implantable neurostimulator (ins) was not implanted. The diagnostic testing or troubleshooting performed was impedance testing. It was reported that the product issue was not resolved and the cause of the issue was not determined. The lead had high impedance greater than 4000 ohms on electrodes 0 and 1. It was noted that a different lead was used as a result of the event. A new lead and battery were used and the patient status was alive with no injury. It was reported that there were no patient symptoms or complications associated with the event. The lead and ins were never implanted and would be returned. Additional information received reported that the patient was doing fine and therapy had been effective. The battery and lead had been sent in. Additional information received reported that there was no patient death and there was no patient injury. The patient recovered without sequelae after the device was removed. It was noted that the hospital was looking for replacement product and they tried for over 30 minutes to get the lead and battery to operate and connect and could not make it happen.

Manufacturer narrative:
Analysis of the ins (njy236355h) found that the ins setscrew was cross-threaded. Analysis of the tined lead (va0cve7) found no anomaly. Analysis of the wrench accessory found no anomaly. (B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0cve7, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0cve7, implanted: (B)(6) 2014, product type lead; product ID neu_wrench_acc, serial# unknown, product type accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.